Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an ovation main body and two (2) iliac limbs on (B)(6) 2016. The secondary case for this patient was completed on (B)(6) 2017 due to a failed embolization of the hypogastric. The patient was implanted with a new ovation iliac limb to prevent iliac aneurysm expansion. There was no reported device malfunction.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: on (B)(6) 2017 a secondary endovascular procedure. There was unsubstantial evidence to support the following reported event: iliac aneurysm growth. There was no device malfunction identified. Procedure -elated harms and the final patient disposition could not be determined. There have been no further reports of negative patient sequelae. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Clarification: endologix became aware of a re-intervention on (B)(6) 2017 as reported by physician (B)(6) at (B)(6). As the date of event is unknown, the best estimate (B)(6) 2017 was used. The patient was originally implanted with an ovation ix main body and two (2) iliac limbs on (B)(6) 2016 by the reporting physician. The re-intervention was due to a failed embolization of the hypogastric, which caused the original aneurysm to extend down the leg. To prevent iliac aneurysm expansion, the patient was treated by implanting an ovation ix iliac limb on (B)(6) 2017 by physician (B)(6).